Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint of not being able to screw on the spatula onto the instrument. A visual inspection of the monopolar adapter showed both vertical legs on the electrical contact were bent downwards. As a result, a disposable cautery tip cannot be fully installed. Electrical continuity testing was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Prior to starting a da vinci si surgical procedure, the user facility was unable to screw the spatula onto the monopolar cautery instrument. The instrument reportedly was not used on a patient after the reported issue was identified. There was no allegation of patient harm or fragments falling into a patient.